Event description:
New information received notes that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited intermittent undersensing of ventricular channel. Programming changes of sensitivity was suggested. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited undersensing of ventricular channel. No changes or intervention were reported. The patient condition was not known.